Manufacturer narrative:
The zoll catheter was returned to zoll on 09/21/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, during ivtm therapy, the user's facility nurse noticed that the thermogard console went through 4 liter bags of normal saline. Earlier when one bag had to be replaced, the user had exchanged out the console but issue persist. The nurse had reported the first incident with the icy catheter due to a leak. The second insertion of a catheter serial number unknown also noted leaked. No known impact or consequence to the patient was reported. 1st icy catheter reported in MFR 3010617000-2018-01000.

Manufacturer narrative:
The reported complaint of a icy catheter leak was confirmed during function testing. A pinhole leak was found at the middle of proximal balloon. No physical damaged observed on the returned catheter during visual inspection. Blood had accumulated on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of proximal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for icy catheter with lot number 83534.